Event description:
The surgeon reported via the sales rep that a patient requires a revision of a ceramic head as it has fractured. The surgeon reported that the head was initially implanted in 2002. The surgeon is currently arranging loan kit bookings with the sales rep in preparation for the revision procedure.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic head. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a ceramic head was reported. The event was confirmed. A material analysis concluded that there was no evidence of manufacturing or material defects observed. Device history review and chr not performed as the device was not properly identified. The lack of a continuous metal transfer ring on the head taper indicated that the head may not have been properly seated on the stem trunnion. This could result in localized elevated stress and cause fracture of the head. The fracture surfaces exhibited post fracture damage, obscuring the fracture origin and preventing further analysis of the fracture conditions. Further information is needed to confirm this failure mode. There was no evidence of manufacturing or material defects observed on the returned devices.

Event description:
The surgeon reported via the sales rep that a patient requires a revision of a ceramic head as it has fractured. The surgeon reported that the head was initially implanted in 2002. The surgeon is currently arranging loan kit bookings with the sales rep in preparation for the revision procedure.